Event description:
This case occured outside of the USA in italy. On 04-apr-2025, the italian subsidiary notified teoxane geneva about an adverse event. According to the information received, the patient was injected on (B)(6) 2024 with: 1 ml of rha 1 in the décolleté using the retrograding linear technique and the needle supplied in the box (rc/2504020) 1 ml of rha 3 in the nasolabial folds using the retrograding linear technique and the needle supplied in the box (current complaint) radiesse in the cheeks. No additional information was provided about this injection. 7 days after the injections, on (B)(6) 2024, the patient experienced an angioedema of severe intensity and the patient went to emergency room. Bilateral cheeks and eyelids swelling was reported (more important on the left side), as well as heat and pain. Patient also experienced trismus preventing mouth examination during the consultation. Considering the severity of the case on the localization of the symptoms assessed as "serious" this case was assessed as reportable for rha3 product only. Blood tests were performed showing neutrophilic leukocytosis, other indicators including crp were within the norm. During the consultation a suspected reaction to filler was diagnosed and the following treatments were initiated on the same day : corticoids (metil prednisolone 125 mg), cortisone (deltacortene 25 mg), anti-histaminic treatment (trimeton plasil, zirtec), antibiotic treatment (augmentin, amoxicillin/clavulanate), ppi (pantoprazole). Symptoms were improving and patient was discharged the same day. One day later, the patient experienced a new occurrence of facial oedema with vesicles eruption. The patient received a new dose of corticoids (methylprednisolone 125 mg) and of anti-histaminic treatment (trimeton plasil, zirtec). The symptoms slightly improved (facial oedema remained) and the patient was discharged and recommend to continue the therapy. Approximately 7 days after initiating the antibiotic therapy, the patient experienced lip and tongue oedemas which appeared during the night, regressed after taking a further dose of prednisone. The patient then stopped taking the antibiotic treatment (amoxicillin/clavulanate). 2 months later, on (B)(6) 2024, the patient presented bilateral swelling of the face of mild intensity and erythema of the décolleté. Masses probably due to injected product were also reported at that time but exact localization was not provided. Concurrently with the onset of facial edema, the patient also reported an onset of arthralgia in the elbows and knees. The therapy with prednisone and anti histaminic (cetirizine) was on going at that time. Allergological, ent and dermatological examinations were not conclusive. Blood tests were performed, which showed persistent neutrophilic leukocytosis and persistent increase in crp. Patch tests for teosyal and radiesse products were negative however patch test for amoxicillin was positive. Immunologist concluded to a facial edema temporally correlated to the administration of calcium hydroxyapatite filler in carboxymethylcellulose gel (radiesse product) . From (B)(6) she took rupafin 1 cp/day for 3 months with benefit on the symptoms. Additional exams were performed: on (B)(6) 2025 an xray exams showed modest signs of diffuse spondylosis on (B)(6) 2025, a rheumatological visit was done and a possible myopathy secondary to angioedema and steroid intake was diagnosed. Vitamin supplementation was recommended. On (B)(6) 2025, an emg revealed signs of focal suffering of the median nerve at the wrist on (B)(6) 2025, the patient reported persistence of mild angioedema on an almost daily basis. She stopped the steroids on (B)(6) 2024 and mild diffuse skin itching persisted. She also reported persistent asymmetrical arthromyalgia. The patient was recommended to: continue follow-up and allergological and rheumatological diagnostic procedures as already set up, at the end of the allergological diagnostic, to take a chronic antihistamine therapy etoricoxib 60mg 1 tablet/day in cycles of 20 days per month in case of intense arthromyalgia. According to the information received on (B)(6) 2025, the injector concluded in a delayed oedema reaction (becoming chronic into angioedema), and that both radiesse and teoxane products should be considered in this reaction as potential triggers. According to the information received on (B)(6) 2025, on (B)(6) 2025 the symptoms were resolving only a slight transient swelling remained. Since then, patient was lost from follow up and the case was therefore considered close.

Manufacturer narrative:
This case occured outside of the USA in italy. On 04-apr-2025, the italian susbsidiary notified teoxane geneva about an adverse event. According to the information received, the patient was injected on (B)(6) 2024 with: 1 ml of rha 1 in the decolllete using the retrograding linear technique and the needle supplied in the box (rc/2504020) 1 ml of rha 3 in the nasolabial folds using the retrograding linear technique and the needle supplied in the box (current complaint). Radiesse in the cheeks. No additionnal information was provided about this injection. 7 days after the injections, on (B)(6) 2024, the patient experienced an angioedema of severe intensity and the patient went to emergency room. Bilateral cheeks and eyelids swelling was reported (more important on the left side), as well as heat and pain. Patient also experienced trismus preventing mouth examination during the consultation. Considering the severity of the case on the localization of the symptoms assessed as "serious" this case was assessed as reportable for rha3 product only. Blood tests were performed showing neutrophilic leukocytosis, other indicators including crp were within the norm. During the consultation a suspected reaction to filler was diagnosed and the following treatments were initiated on the same day: corticoids (metil prednisolone 125 mg), cortisone (deltacortene 25 mg), anti-histaminic treatment (trimeton plasil, zirtec), antibiotic treatment (augmentin, amoxicillin/clavulanate), ppi (pantoprazole). Symptoms were improving and patient was discharged the same day. One day later, the patient experienced a new ocurrence of facial oedema with vesicles eruption. The patient received a new dose of corticoids (metylprednisolone 125 mg) and of anti-histaminic treatment (trimeton plasil, zirtec). The symptoms slighty improved (facial oedema remained) and the patient was discharged and recommened to continue the therapy. Approximately 7 days after initiating the antiobiotic therapy, the patient experienced lip and tongue oedemas which appeared during the night, regressed after taking a further dose of prednisone. The patient then stopped taking the antiobiotic treatment (amoxicillin/clavulanate). 2 months later, on (B)(6) 2024, the patient presented bilateral swelling of the face of mild intensity and erythema of the décolleté. Masses probably due to injected product were also reported at that time but exact localization was not provided. Concurrently with the onset of facial edema, the patient also reported an onset of arthralgia in the elbows and knees. The therapy with prednisone and anti histaminic (cetirizine) was on going at that time. Allergological, ent and dermatological examinations were not conclusive. Blood tests were performed, which showed persistent neutrophilic leukocytosis and persistent increase in crp. Patch tests for teosyal and radiesse products were negative however patch test for amoxicillin was positive. Immunoligist concluded to a facial edema temporally correlated to the administration of calcium hydroxyapatite filler in carboxymethylcellulose gel (radiesse product) from (B)(6), she took rupafin 1 cp/day for 3 months with benefit on the symptoms. Additionnal exams were performed: on (B)(6) 2025 an xray exams showed modest signs of diffuse spondylosis on (B)(6) 2025, a rheumatological visit was done and a possible myopathy secondary to angioedema and steroid intake was diagnosed. Vitamin supplementation was recommended. On (B)(6) 2025, an emg revealed signs of focal suffering of the median nerve at the wrist on (B)(6) 2025, the patient reported persistence of mild angioedema on an almost daily basis. She stopped the steroids on (B)(6) 2024 and mild diffuse skin itching persisted. She also reported persistent asymmetrical arthromyalgia. The patient was recommeded to: continue follow-up and allergological and rheumatological diagnostic procedures as already set up, at the end of the allergological diagnostic, to take a chronic antihistamine therapy etoricoxib 60mg 1 tablet/day in cycles of 20 days per month in case of intense arthromyalgia according to the information received on (B)(6) 2025, the injector concluded in a delayed oedema reaction (becoming chronic into angioedema), and that both radiesse and teoxane products should be considered in this reaction as potential triggers. According to the information received on (B)(6) 2025, on (B)(6) 2025 the symptoms were resolving only a slight transient swelling remained. Since then, patient was lost from follow up and the case was therefore considered close.